Event description:
The customer contacted beckman coulter, inc. (Bci) to report that the reagent probes were leaking on their unicel dxc 600 pro synchron chemistry analyzer. There was no report of any laboratory personnel coming in direct contact with the leaking reagent probes. No patient results or patient treatment were impacted by this event. The customer reported that patient samples were being analyzed before the event and there were no observed issues with the results generated. The customer reported that the syringe barrel and reagent probe fittings on the analyzer were tight. The customer reported intermittent reagent level sense errors and reagent probe motion errors. The customer reported the ammonia calibration performed on the analyzer had failed. A field service engineer (fse) was dispatched to the customer's site on (B)(6) 2011. The fse observed that the upper carrousel was loose and the coupling that holds the shaft was loose. The fse tightened the set screws and performed alignments on the reagent carousel and reagent probes. The fse unloaded and reloaded the reagents to ensure that the carousel and reagent probes were in the correct position. Subsequently, the fse did not observe any leaking from the reagent probes. The fse primed the analyzer and no leaking from the reagent probes was observed.